Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was high possibility that air entered through the dilator lumen during insertion of the competitor sheath. The case was completed with cryo. No patient complications have been reported as a result of this event.